Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu), and downloaded the latest software revision to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator lower display exhibited red lines across the screen. There is no information regarding patient involvement. There is no report of death or serious injury associated with this event.